Event description:
The user facility reported a 66-year-old male of an unknown race with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that after 10 days of support, the patient experienced bleeding from multiple sites and a hematoma formed around the impella access site. The bleeding/hematoma were successfully managed, and the patient was given one unit of blood. Roughly two months following the initial implant, the pump began to trigger placement signal not reliable alarms during support. Upon visual inspection of the device, it was noted that the catheter was significantly kinked at the red plug junction. The patient was noted to be very active during support. As a result of the compromised integrity of the device, the decision was made to replace the pump.

Manufacturer narrative:
A.5 race is unknown. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. The pump was not returned for investigation. Data logs show that all 5s optical parameters experienced a hard failure, with the placement signal not reliable alarm for the rest of the case. According to the clinical details, the doctor found that the catheter was significantly kinked at the red plug junction. The cause of the optical signal issue was most likely damaged optical fiber line, based on data log review and given clinical details. The patient experienced bleeding from various sites, and a hematoma formed around the impella access site. The bleeding/hematoma was successfully managed, and the patient was given one unit of blood. The cause of the access site bleeding issue was patient condition related since the bleeding was reported from multiple access sites. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B7 other relevant history, including preexisting medical conditions updated. D10 concomitant medical products and therapy dates updated. G1 reporting contact email updated.